Event description:
It was reported that the patient experienced inadequate stimulation. Imaging confirmed that the lead migrated. The patient underwent a revision procedure in which a second lead was added to cover the entirety of the pain area. The patient was doing well post-operatively and the pain area was covered.